Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of urinary incontinence and atrophy was not confirmed via product analysis. The cuff component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the cuff. Inspection of the remainder of the device revealed no damage or irregularities that would affect the functionality of the device. The balloon component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the balloon. The balloon was not functionally tested because of unknown product specifications. The pump component was visually inspected, microscopically examined, and tested for leaks. No damage or abnormality was noted, no leaks were identified in the pump or the kink resistant tubing (krt). The pump passed functional testing and performed within product specifications.

Event description:
It was reported that patient experienced leaking and atrophy with artificial urinary sphincter (aus) . All components were explanted and replaced.